Event description:
It was reported that the monopolar curved scissors instrument was defective. No additional info was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found that one grip close cable is broken at the scissor grip. The grip hub has a peak across the cable grove. The cable wear against the peak likely contributed to the breakage. Engineering also observed the distal end of the main tube has a 5" long section with material removed on one side of the tube. The damage area is parallel to the tube axis and has a rough surface finish. Based on the location and appearance, the damage was most likely caused by a cannula accessory. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional info is received.